Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the two pictures provided in response to this report because the product said to be involved was not provided to cook for evaluation. The report was confirmed with the pictures provided. Both pictures are photos of the distal end of the device, showing that the dilator tip has separated from the feeding tube. The loop wire appears to be intact. The subassembly history record for the feeding tube said to be involved was reviewed. The quality control tensile test performed on a sample of the manufactured units met the acceptance criteria. A discrepancy or anomaly was not observed with the product that was released for distribution. The device history record for the lot number said to be involved was reviewed as well as the associated subassembly lot number and tensile testing data. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The IFU instructs, "using water-soluble lubricant and gauze, thoroughly lubricate the dilator and entire external length of the tube including the internal bumper... While observing centimeter increments, slowly pull the introduction dilator and tube through the abdominal incision." Prior to distribution, all peg 24 percutaneous endoscopic gastrostomy set - pull are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a percutaneous endoscopic gastrostomy (peg) placement procedure, the physician used a peg 24 percutaneous endoscopic gastrostomy set ¿ pull. The physician noticed that the dilator tip had separated from the feeding tube. The device was broken when the physician dragged it out of the patient¿s body. This occurred when the physician was dragging the device out of the patient's abdominal wall. The user changed to a new replacement device to complete the placement. It was reported that a section of the device did not remain inside the patient¿s body and the patient did not require any additional procedures. However, it is assumed that the section of the device that broke was removed. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.